Event description:
Harmonic scalpel quit working in middle of surgical case. Cord tested and found to be in proper working order. Defective harmonic scalpel removed from surgical field, replaced with new harmonic scalpel and surgical case completed without further incidence.